Event description:
"Complaint customer "we punctured a patient twice with needles from the same batch number. It wasn't possible by the patient to pull the needle at all by flushing for blood. When removing the two needles, neither of them engaged in their safety lock."

Manufacturer narrative:
Device history record: batch record file, number 23h09g8671 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was/were reported on the 8000 units released in 08 2023. Summary of investigations: 5 surecan safety ii needle in original primary packaging, from batch 23h09g8671, was returned for investigation. Visual examination: the returned samples were taken out from the pouch and was visually inspected. No abnormality was found from the visual inspection. Activation test: the returned samples were activated one by one, all the 5 returned samples could be activated successfully without any difficulties. Retained cause: based on the investigation, the safety mechanism of all the 5 returned samples could be activated successfully without any difficulties. However, the failure of the complaint unit was suspected to occur during 1st dose gluing process in which the glue was overflowed onto the gripper during gluing process. When the gripper holds the cannula of the next semi-finished part, the glue at the gripper would be transferred onto the cannula. Thus, led to safety mechanism activation difficulty. Actions plan: position of the gluing dispense nozzle on workstation has been optimized by making it closer to wing hole instead of cannula to prevent the dispensed glue splashed onto the gripper. Completion date: 2024-02-26. Conclusion: based on the investigation, the complaint is not confirmed as the returned samples shows no deviation. The safety mechanism of all the 5 returned samples could be activated successfully without any difficulties. However, a potential root cause of the reported event was identified, and corrective measure has been implemented to prevent this anomaly (see actions plan). The batch involved in this complaint was produced before the implementation of those implemented measures. This is a rare incident (B)(4). We will follow the efficiency of the corrective actions.

Event description:
"Complaint customer "we punctured a patient twice with needles from the same batch number. It wasn't possible by the patient to pull the needle at all by flushing for blood. When removing the two needles, neither of them engaged in their safety lock."

Manufacturer narrative:
The results of investigation will be sent in the follow-up report # 1.